Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 350 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine per clinic policy and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: h10 (plant investigation, changed first sentence to include initial confirmation of sample return) plant investigation: although initially confirmed to be available, the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. A review of the production record revealed there was one approved temporary deviation notice (dn) and non-conformance (nc) in the production of the lot which may potentially be related to the reported complaint event. The nc shows a time period in which the centrifuge speed was not documented. The nc indicates it is assumed the speed was within range based on the readings before and after this time period; however, if the speed was increased at any time, pu stripping may occur while, contrariwise, a lower speed would lead to a variation in the pu mass height as well as the possibility of pu voiding and pu tabs. Downstream controls to detect each of these defects were in place and functional during production of the lot. According to the nc, "there is also a 100% visual inspection for potting irregularities in sections 3 and 4 to further mitigate risk to product". The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 350 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine per clinic policy and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information: it was confirmed during followup that both an internal and external blood leak occurred and could be visually observed on the dialyzer.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. A review of the production record revealed there was one approved temporary deviation notice (dn) and non-conformance (nc) in the production of the lot which may potentially be related to the reported complaint event. The nc shows a time period in which the centrifuge speed was not documented. The nc indicates it is assumed the speed was within range based on the readings before and after this time period; however, if the speed was increased at any time, pu stripping may occur while, contrariwise, a lower speed would lead to a variation in the pu mass height as well as the possibility of pu voiding and pu tabs. Downstream controls to detect each of these defects were in place and functional during production of the lot. According to the nc, "there is also a 100% visual inspection for potting irregularities in sections 3 and 4 to further mitigate risk to product". The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 350 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine per clinic policy and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information: it was confirmed during followup that both an internal and external blood leak occurred and could be visually observed on the dialyzer.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 350 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine per clinic policy and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information: it was confirmed during followup that both an internal and external blood leak occurred and could be visually observed on the dialyzer.